Event description:
In 2005, I had a deviated septum and the doctors told me an operation would help me breathe better. The doctor used part of my ear and medpor to reconstruct my nose. It did not work so about nine months later, he operated again. When he made his first cut, he found infection. So all he could do was clean out the mess. In early 2007, I noticed a pimple on my nose with what I thought was a hair in it, that looking closer I discovered it was a piece of wire. I asked a doctor and he confirmed my suspicions and sent me to an ear nose and throat guy, he looked at it and said it was too infected for him to treat and sent me to norfolk disease control. They ran tests and found mrsa in my face and put in a PICC line in three months laterf. In two months later, it was not getting better, so they operated and took out- so they thought- the medpor and use my other ear to reconstruct my nose. Then I got a pseudomonas infection in my ear, so I was then on two IV's with a computer around my waist until three months later. Then at the end of the month I noticed wire inside my nose. The doctor cut them out in his office. I called porex at that time to find out if there were other people having problems with medpor and, if there was a way to see if there was more in my nose. They told me someone would call me. I called again in two months later and the following month, I noticed more wire in side my nose and went to the doctor. He said I would have to have it removed in the hospital. It was removed in 2008. I called porex and as always was told they would call me back. I have checked with the doctors and they have not been contacted and as of today I have new pieces of wire coming through the inside and the outside of my nose. When I look on the web all I see is how wonderful medpor is and no one has had any adverse reactions. Well I sure have and others need to know. Called again to day and was told someone would call me today.